Manufacturer narrative:
Leaflet thickening is a condition that is not entirely understood. This could be related to thrombus, early calcification of the leaflets, host tissue overgrowth, and/or inherent metabolic disorders. It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. Mild-moderate degeneration will typically not require intervention, whereas severe leaflet thickening is more likely to be clinically significant requiring intervention. In this case, the cause of the reported sapien 3 valve leaflet thickening cannot be determined. However, it may have been related to progression of the patient's underlying disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) clinical trial, approximately 3 years post tavr procedure in the aortic position, the patient echo showed the patients av leaflets were moderately thickened. Additional information provided by the hospital medical records indicated the patient had been admitted for pulmonary edema and hypoxic respiratory failure due to chf exacerbation. He was placed on bipap in the ed and was noted to have good results. The patient was started on lasix IV 40mhg bid. Echo was obtained which showed an ef of about 35-40%, pg 10 mmhg, mg 6 mmhg, ¿aortic valve leaflets are moderately thickened¿, no ar, no stenosis, severe pulmonary hypertension, moderate to severe mitral annular calcification, mitral valve leaflets thickened, moderate to severe mr, and moderate to severe tr. The patient was discharged four days after admission with lasix 40mm po daily. Review of serial echoes provided in the clinical trial database showed the patient had a peak gradient of 10.76 mmhg, mean gradient of 6.00 mmhg, aortic valve area of 2.22cm² with no pvl and no cai at 30 days. At 1 year, the peak gradient was 11.02mmhg, mean gradient was 6.00mmhg, the aortic valve area was 2.13cm² with trace pvl and no cai. At 2 years, peak gradient was 12.96mmhg, mean gradient was 7.20mmhg, the aortic valve area was 2.08cm², with trace pvl and no cai.